Event description:
It was reported that a wearable failure issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a wearable failure, after which they experienced a hypoglycemic event. During the morning of the event on (B)(6) 2025, around 4:00am, it was noted by the patient's wife that the patient was unconscious. The dexcom cgm display showed a sensor failure at that moment. The wife called the emergencies, and the patient was brought to the hospital with an ambulance. When a fingerstick was taken the blood glucose reading was 25 mg/dl. The reporter was not aware of any treatment that was given but confirmed that the patient was discharged at 1:00pm on the same day as the day of the event. During the hospital stay the patient was also diagnosed with pneumonia and received antibiotics for this, but this would have been unrelated to his hypoglycemic event. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.